Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation with a saline mentor smooth round spectrum 375cc and experienced deflation and breast asymmetry on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round spectrum 375cc on (B)(6) 2018. The patient tolerated the procedure well.

Manufacturer narrative:
On 06/29/18, it was reported to mentor that the patient noticed asymmetry and the physician confirmed it. On 07/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. According to the information received, it was reported a deflation on a saline breast implant. Product evaluation team discovered a leakage at the valve. No other anomalies were discovered. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/09/18, it was reported to mentor that the patient had been in a stable condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/25/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 7490810 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).